Event description:
The facility alleged when using the trend handle to level the bed's surface, the bed will not stay level and will drift down to its lowest point.

Manufacturer narrative:
The facility found the left trend gas spring was weak and unable to hold the sleep deck in the proper position. The facility replaced the trend gas springs to repair the bed.